Manufacturer narrative:
The insulin pump passed displacement test and rewind test. Compromised force sensor system alarm occurred during basic occlusion test due to faulty force sensor resistor. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they were unable to exit preparing to prime loop. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.